Event description:
Caller reported 2.7 mmol/l on mobile system, 5.9 mmol/l on aviva nano system within 10 minutes. Reported no adverse event relative to discrepancy. A request was made for the return of the meter and strips.

Manufacturer narrative:
The event occurred in (B)(6). Medwatch with identifier (B)(6) is for mobile system, medwatch with identifier (B)(6) is for aviva nano system.